Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis; further described as a ¿fungal infection at the abdominal cavity¿. The breach in aseptic technique was further described as occurring during ¿operation¿ of the device (no further detail was provided). On an unreported date, the patient began unspecified treatment for the peritonitis. The reporter stated that pd therapy was ongoing during the treatment. No further detail was provided regarding whether the patient was hospitalized for the event. On an unreported date, the patient recovered from the peritonitis. No additional information is available.